Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The complaint could not be confirmed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54mg/dl. Low bg cause was not known. Customer had assistance from parent who provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.